Event description:
During a manual download of the device logs, an increased intra-peritoneal volume (iipv) was identified in patient event log that occurred on (B)(6) 2014 at 05:26 with a drain volume of 3205ml during cycle 4. The largest prescribed fill volume was 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. An internal and external inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause was one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.